Manufacturer narrative:
(B)(4).

Event description:
Received info the pt was in a lot of pain due to the ins. She was admitted to the hospital and health care provider was calling to review options because stimulation is causing the pt more pain. Pt programmer and control magnet, on and off options were reviewed until medtronic rep or physician could check device. Provider was redirected to the pt's physician.